Event description:
It was reported when an asymptomatic patient presented in-clinic, post-paced t-wave oversensing was observed on the ventricular channel. Far-field r wave oversensing was causing inappropriate mode switching. The patient did not receive therapy during the oversensing. Programming changes were made to the threshold start and decay delay settings. The issue was resolved.

Manufacturer narrative:
(B)(4).